Manufacturer narrative:
H3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the unit¿s led was lit but the unit would not attempt to pressurize when the main switch was engaged. The unit¿s enclosures were opened to gain access to the printed circuit board. A multi-meter was used to check the continuity of the printed circuit board¿s fuse and it was found to be blown. The complaint was confirmed and the root cause was a blown fuse on the unit¿s printed circuit board.

Event description:
It was reported that the spider 2 tenet won't turn on. It is unknown whether the event happened during surgery and if there was a patient involvement. A back-up device was available. No delay and other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.